Event description:
Infection; dr pen sells online (B)(6) but also on(B)(6) as a microneedling device but no FDA approval, yet states that it can help with wrinkles, anti aging, hair, thinning lax skin, stretch marks, acne marks. FDA safety report ID # (B)(4).